Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries/other injuries [injury]. Zinc poisoning [metal poisoning]. Copper deficiency [copper deficiency]. Case description: an attorney reported that his (B)(6) male client used fixodent denture adhesive, version unknown, cream for his dentures beginning 1991 through 2009 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries/other injuries, zinc poisoning, and copper deficiency. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - history has worn dentures for at least 18 years. No further information was provided.